Manufacturer narrative:
The valve has not been returned yet. The results of the laboratory analysis of the valve will be sent to complete this incident report.

Event description:
This patient suffers from chronic subdural hematoma. Spv was implanted on (B)(6) but it soon seemed to be occluded. Therefore, the surgeon replaced the valve on 9 of january. He would like to know if it is really occluded and what the root cause is.